Event description:
An initial report of patient hospitalization was made to united therapeutics on 24-oct-2022 and forwarded to millyard advanced medical products llc on 25-oct-2022. The patient reported difficulty filling cassettes with remodulin without leakage. Issue persisted despite step-by-step technical phone assistance. The patient went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.